Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue layer was the monocryl plus suture used on? What tissue was the vicryl plus suture used on? What was the tissue condition, (i.e., normal or thin, calcified, fragile, diseased)? What post op date did the patient present with symptoms? You listed surgery date as event date, did the patient have infection prior to procedure? Were any cultures taken of the site? What were the results? What medical intervention was provided for the infection? What are patients age, weight, prior medical conditions? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent robotic hysterectomy on (B)(6) 2018 and suture was used. Following the procedure, the vaginal cuff became infected. It is unknown how long after the procedure this occurred. There was no dehiscence reported. The patient was treated with antibiotics. The patient's current condition is unknown. Additional information has been requested.